Event description:
Same case as 6000093-2007-00907, 6000089-2007-00645, 6000093-2007-00908 and 6000089-2007-00646. It was reported that following several inflations of the maverick balloon, a dissection was noted. It was also reported that post a coronary drug eluting stenting treatment procedure, the pt experienced a myocardial infarction (mi) and thrombosis. Per the procedure notes; the initial procedure occurred in 2005. The pt was seen for an acute mi and 100% occlusion of the right coronary artery (rca). The area of the total occlusion was dilated with a 2.5x15mm maverick balloon at 10 atms for 60 seconds. The pt experienced some bradycardia and hypotension following the initial balloon inflation. Add'l inflations were performed in the pre-crux area of the rca and in the distal right posterior descending artery. The physician then placed a taxus express2 2.5x16mm drug eluting stent in the pre-crux area of the rca. The stent was deployed at 10 atms for 60 seconds. A taxus express2 3.0x24mm drug eluting stent was then positioned over the area of the total occlusion. This stent was then deployed at 14 atms for 60 seconds. At this point, repeat angiography revealed that the segment between the stents appeared to be diffusely diseased and another taxus express2 stent was placed, a 2.75x28mm, overlapping the previously placed stents in the proximal and distal positions. This stent was then deployed at 12 atms for 60 seconds. Another dilation was then performed over the transition point at 14 atms for 60 seconds. The pt condition post procedure was stable and no complications occurred. Two days post procedure, the pt presented with ventricular tachycardia and cardiac arrest. Angiography revealed severe stenosis in the left anterior descending (lad) artery. A 2.5x15mm maverick balloon was used to pre-dilate the area of severe stenosis. The physician then placed a taxus express2 3.0x60mm drug eluting stent, which was deployed at 12 atms for 60 seconds. A 2.0x8mm balloon, unknown type, was then used to dilate the second diagonal branch. The pt condition post procedure was stable and there were no patient complications. In 2007, the pt presented with chest pain and an mi. Angiography revealed a thrombosis in the rca. A 2.5x20mm maverick balloon was used to perform multiple inflations in the distal and mid segments of the rca. Angiography then revealed a residual haziness suggesting a possible intimal flap. At this point, the physician placed a 3.0x20mm taxus express2 drug eluting stent over the area of the original thrombotic occlusion. Post procedure, the pt was stable. No pt complications occurred. Aspirin and plavix therapy were prescribed for lifetime use. The following month, the pt presented with chest pain, st segment elevation, and an mi. Angiography revealed a total thrombotic occlusion of the distal rca. A 3.5x20mm maverick balloon was used to perform serial inflations in the distal rca. Brisk flow was restored to the vessel, but there was evidence of a probable dissection or thrombus in the distal pre-crux portion of the rca. A 2.5x20mm maverick balloon was used again for serial inflations and a 2.5x24mm taxus express2 drug eluting stent was deployed in the pre-crux area of the distal rca. A 3.5x12mm taxus express2 drug eluting stent was then placed in the mid rca. A 3.0x15mm maverick balloon was used to post dilate the transition area between the stents. Final angiography revealed excellent results. The patient was stable post procedure and no pt complications occurred.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.